Manufacturer narrative:
Additional information was provided in section d4. The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the battery suddenly died when in use. However, when the device was monitored, the battery seems to be working as normal.. No negative impact in state of health reported.